Event description:
Boston scientific crm received information that the patient with this bsc pacemaker, bsc atrial lead and dextrus right ventricular (rv) lead presented with bradycardic rates in the 30s. A system check found both the atrial lead and rv leads exhibited non-sensing and non-capture. Xray images confirmed both leads were dislodged significantly. In a revision procedure the atrial lead was successfully repositioned. The rv lead was explanted, due to high thresholds, and replaced by a new lead. An adverse patient effects were reported. See scanned page.